Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for additional information was received from the patient. They reported that the cause was unknown, and they have their doctor's appointment by the end of january.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the hcp put them on antibiotics and gave them other stuff because they are also constipated. Patient mentioned they have been put on a fluid pill because they were retaining fluid and their leg was swelling so they have had a hard time with adjusting ins to right settings while on fluid pill.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that on saturday they had a bad day because they didn't seem to have any control over their bladder. Patient stated that they got the urge to go and before they could even take a step, they were out of control and couldn't go anywhere or do anything. Patient reported that they were going through 12 pads a day and just a little bit ago they got the urge and it was pretty strong. Agent asked patient if they had made any changes to their therapy and patient stated no, the therapy was set as it was when they were sent home. Patient mentioned that they went into the hospital about 4 days ago to sit with their patient's representative and things were fine for some reason friday or saturday and yesterday saturday was terrible. Patient stated that they would be a few minutes, maybe 15-20 minutes, and then they got another urge and that continued all afternoon. Agent walked patient through connecting to their implant and making an adjustment. Patient was able to increase the stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persists. Patient reported lost therapy benefit and urinary incontinence and uri nary frequency. Additional information was received from the patient. They reported that patient's daughter called and said patient is not getting any relief since she last called in and made adjustment. Patient is going through six pads at least a day. They are big thick pads. Daughter conferenced patient on the call. Walked caller through connecting to stimulator. Caller said the stimulator showed off. Walked caller through how to turn therapy on. Patient could then feel stimulation and said it was comfortable. Patient didn't know how the device got shut off. She will monitor her symptoms over the weekend and see if they improve. Patient called back to report ongoing urinary frequency and incontinence. They reported going through 8 or 9 large pads already today. Agent walked patient through connecting to ins and making therapy adjustment until stim was felt strong yet comfortable at the bicycle seat area. Patient will continue to monitor symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.